Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly burst while doing first inflation. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure via plantar arteries, the pta balloon was allegedly burst while doing first inflation. There was no reported patient injury.

Manufacturer narrative:
H10: based on additional information the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: b5, d4 (expiration date: 10/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.